Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not advance or load properly. The surgeon used another device and completed the procedure without indicent.